Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 443mg/dl. The customer treated witha bolus of insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 433mg/dl at the time of the call. The product was not returned for analysis.